Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging cough and particles in the device and airway. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contamination/damage on the bottom enclosure and side cover. Pil observed potential abnormal wear and a small amount of damage to the warning label. Pil observed dust-like contamination on the right panel assembly, in the air inlet (filter area), around the knob on the top cover, on the pca, on the blower cap and blower motor. Evidence of potential liquid ingress with a dust-like contamination consistent with potential mineral deposits was observed in the blower housing and on the bottom of the blower motor. Dust-like contamination was observed on the bottom of the right panel assembly, in the base of the blower housing, on the air inlet seal, on the sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cough, difficulty breathing/short of breath, dizziness, throat irritation and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.